Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device was used on the patient, the tip would not close. The device did not grasp properly. They discarded and opened another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the jaws were returned open. Jaws were cleaned and inspected under a microscope. A nick was observed on the cutting edge of the jaws of the device. A functional evaluation found that the device jaws could not be closed, handle actuation was also impeded by jaws not closing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is actuated over on obstruction, this results in damage to the cutting edge in the form of nicks. This damage could prevent the device from cutting or closing properly. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.